Event description:
Related manufacturer report number: 2916596-2021-07217.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of driveline power fault alarms was confirmed with the submitted log file. The submitted log file captured driveline power fault alarms that became active on november 19. The alarms became active due to a power b fault code. The system operated within the patient stored speed value (5,000 rpm) and low speed limit value (4,600 rpm) during the alarm events. The driveline was disconnected at 8:11 am that activated the lvad off alarm with the pump speed value at zero rpm. Approximately 13 seconds later, the driveline was connected and the driveline power fault/lvad off cleared. The system recovered to the patient stored speed value. Additional information communicated on 19nov2021 indicated the modular cable and system controller (serial # (B)(6)) was exchanged and will be returning for an evaluation. Further information requested regarding the device return status indicated was returned for an evaluation. However, no equipment was received as of 15feb2022. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook, rev b, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the driveline power fault alarm. Driveline power fault alarm 1. Call your hospital contact immediately for diagnosis and instructions. Also, under this section, informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. Heartmate 3 instructions for use, rev c, ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 27mar2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted to the ER (emergency room) on (B)(6) 2021 due to low flow and driveline power fault alarms. Controller (B)(4) was exchanged in addition to modular cable . Log file review after the exchange showed normal data.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.